Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer did a shift check to the device while connected to the patient instead of the 50 ohm test load. Ongoing investigation into the case and if any impact to the patient. During shift check only 5 joules is delivered.